Event description:
On (B)(6) 2011, pt reported the down button of the infusion device was not functioning properly. The up button continues to function as intended. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.